Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) lead. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Ts reviewed the presenting electrogram (egm) and provided in clinic visit and isometrics for further lead evaluation. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.